Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or inflator. There is 2ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is an incomplete seal between the check valve and inflation balloon. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band had air leaking out and was unable to be used for st-segment elevation myocardial infarction (stemi) patient on evening of june 1. A second tr band was successfully deployed and there was no issue to the patient. The patient was stable, and the procedure was completed. Additional information was received on 08 jun 2023: the procedure prior to using the tr band was a segment elevation myocardial infarction (stemi) procedure. The amount of air injected into the band was not provided. The tr band started deflating immediately. The device was not manipulated before use in any way. The product was stored as normal on the storage shelf.

Manufacturer narrative:
Occupation: (B)(6). A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.